Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.

Event description:
After two years of successful use, this patient complained of discomfort in the implanted ear and finally rejected the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.